Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was making a high pitched noise and was resetting itself. During troubleshooting, alarm history showed a watchdog timeout alarm, two external ram crc error alarms and two unexpected restart error alarms. Customer was assisted with reprogramming insulin pump. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No watchdog timeout, external ram crc error or unexpected restart alarm noted. No damage found on the c13 interface board noted. The insulin pump had cracked battery tube threads and minor scratched display window.